Event description:
It was reported that the patient experienced no stimulation sensation. When the patient was in certain positions he could not feel stim. The patient also experienced an overstimulation sensation. The patient could feel his ins cycle on and off. When the patient felt stim come on it comes on "too high". The patient could feel stim when he turns his head one way and cannot when he turns his head the other way. The patient noted there were positional changes that interrupt stimulation. There was no known accident or incident related to this complaint (no falls, trips or trauma). The patient was active but had not done anything out of the ordinary. Follow up information received noted that the patient had coverage that was not as good on the right phantom limb as it was. The device system was interrogated and only the 3777-75 lead was activated for service. The 3777-75 showed contact 3 over 10000ohms, and the resume lead showed contact 2 over 10000 ohms. His program upon interrogation a guarded array of 0-3 was programmed at +--+. I changed the array to exclude contact 3, and programmed program one (contacts 0-2) as ++-, that covered from under his arm to his "wrist" to a much more agreeable pattern of relief. They also added a program two, programmed at +-+ (0-2) for added pain relief. They did not attempt to program the resume lead, and did use the lower contacts of the 3777-75 to no benefit. He was running an average of 2.0 amps at a rate of 95 with a pw of 420. The patient noted sharp pain at times running various lengths of time (up to 12 hours) at least once a week in his neck and around his arm where the amputation occurred many years ago. The patient never turned his stimulator "off", so he did not believe it to be the stimulator. The patient had had these similar episodes of pain for "years". Only time makes the pain subside. The patient depended on his stimulator system to allow him to sleep and have a better quality of life. Battery service life read "ok". The patient was informed of the contacts reading "out of range" with his stimulation system. The patient did not request any surgical intervention at this time, nor did he anticipate the need for surgical intervention of his stimulation system at this time. No surgical intervention was planned by the patient's healthcare providers.

Manufacturer narrative:
Lead model # 3587a lot # l35994 implanted 1995-(B)(6) explanted unknown; extension model # 7495-66 lot # xs0002495n implanted 1995-(B)(6) explanted unknown; lead model # 3777-75 lot # v562281033 implanted 2011-(B)(6) explanted unknown; programmer model # 37743 lot # nke168717n.